Manufacturer narrative:
The unit alerted occlusion at 24lbs. (Specification is 12-14lbs) due to a nonfunctional flex circuit. Medex was able to confirm the issue and determine a cause. This issue is being monitored for trend. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the pump occludes at 22psi. There was no patient injury or treatment associated with this event.